Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new fixture/abutment on (B)(6) 2013. Device not available for analysis.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2013. There are plans to replace the fixture, but it is unknown if this has occurred as of the date of this report (B)(4) 2013.

Manufacturer narrative:
(B)(4). Device not available for analysis.